Event description:
The charite artificial discs were implant in 2006 at the levels of l2/3 and l3/4, the pt developed scoliosis curve at the operative levels such that the surgeon deemed it necessary to remove the artificial discs at both levels. The pt was revised to fusion at the operative levels using cages and posterior instrumentation. As surgical intervention occurred an MDR shall be filed.

Manufacturer narrative:
The implants were not returned to depuy spine for evalaution. No definitive conclusions can be made at this time. Based on the info provided the event may have been related to pt selection. At this time no connection can be made between the event and any shortcoming of the device or info provided with the device. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions for use (IFU) supplied with each device.